Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient implanted for complex regional pain syndrome type 1 reported via the manufacturer representative (rep) that there was a lead fracture and high impedances. There were no events that led to this. The lead was replaced and the issue was resolved at the time of this report. The patient had been scheduled for normal elective replacement indicator (eri) and impedances had been checked pre-operation and were found to be out of range. The patient had also not been feeling stimulation. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.